Event description:
It was reported that the respiratory rate trend (rrt) on this implantable cardioverter defibrillator (ICD) was disabled to due procedural noise. Technical services (ts) advised following steps. The device remains in use. No adverse patient effects were reported.